Event description:
It was reported that a laceration was noted on the body of infant. It was also reported that both "valve antennas" of the device were broken off. One "antenna" piece was found, however, the second "antenna" piece was not able to be located. Exploratory surgery was performed due to uncertainty as to whether the remaining missing piece may have lodged in the body.

Manufacturer narrative:
(B) (4). The 'antennas' are approximately 1.5" long and are located inside the bottom of the pouch. They are part of the molded drain valve assembly and function to keep the sides of the drainage area of the pouch from sticking. No conclusion can be made at this time.